Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found and is due to a possible air in line) alarm occurred on the homechoice (hc) device. This occurred before patient use. The reporter stated that they were then able to ¿fix¿ the alarm. There was no patient involvement. No additional information is available.